Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. After firing, the needle stuck in the customer's finger; she removed the needle from her finger and discarded the needle and lancet drum. No adverse event or medical attention needed. Requested return of suspect device; however, drum has been discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.